Manufacturer narrative:
A report was received on june 1, 2021 from FDA regarding a report from dec 2020. The report indicated a malfucntion in a motorized patient table. Per the shipping records the device shipped to the hospital on 02/16/1979. Due to the age of the device, the hospital has been advised to replace the device. The device has not been returned for investigation, however it is safe to assume the age of the device is the source of the issue. The device was not intended to be functional beyond the reasonable estimated lifetime of the device. A copy of the letter to the hospital will be provided in a follow-up report.

Event description:
During the use of the tilt table to assess patient for positional vertigo, wired remote to control up/down movement became glitchy and would move table in varying up/down positions - even if not touched. Table contiued to invert patient beyond desired position and patient was assisted into a seated position in chair.